Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was replaced to resolve the issue.

Event description:
The hospital reported that the system checkout fails with a message of "cannot pressurize circuit." There was no report of patient involvement.